Event description:
A report was received that the patient had infection at the pocket site wherein the symptom included drainage. Antibiotic medication was prescribed. The physician did not believe the infection was device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm model#: sc-4316, lot #: 16128845, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as it was discarded by the medical facility.